Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred roughly six months ago.